Manufacturer narrative:
Product ID 3889-28, lot# v704349, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the short was not determined. Per the hospital's protocol, the lead/ins was not released to the rep so the products will not be returned to the manufacturing company. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: v704349, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-apr-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said they were going to replace the ins because it normally depleted, but they noted a short (i.e. 50 ohms) on contacts zero and two. It was reviewed to discuss programming around the combination or replace the lead. As a result of what was reported, the caller will review the information with the healthcare provider (hcp). The issue was noticed prior to replacing the ins. No patient symptoms were reported and no further complications have been reported as a result of this event.